Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient was not able to connect the battery to the controller power port. A bent connector pin was noted on the controller.  The patient also reported alarms. Preliminary log file analysis revealed twenty controller power-up and associated pump start events, indicating a loss of power to the controller. The controller was subsequently exchanged with no reported consequence or impact to the patient. The patient denied applying force to the controller. Picture was sent.  No further information was provided.

Manufacturer narrative:
It was reported that the controller would not recognize a power source of the controller. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. The results of the analysis revealed that the controller was able to recognize a power source attached on both power ports; all connections were stable with no abnormalities observed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.